Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Block h11: an axios stent and electrocautery enhanced delivery system were received for analysis. Visual examination of the returned device found the stent partially deployed. Electrical inspection related to the continuity between the rf connector and distal rf electrode was performed and no problems were noted. In addition, the device was connected to the erbe, and bubbles were observed in the saline solution, indicating that the tip was functioning properly. No other problems were noted with the stent or the delivery system. Product analysis did not confirm the reported event of cautery delivers energy intermittently as no problems were noted regarding the continuity between the rf connector and distal rf electrode during electrical inspection; and the tip was functioning properly during the functional inspection. The additional observed problem of stent partially deployed is known and documented in the labeling. A review and analysis of all available information indicated the most probable cause is no problem detected. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent partially deployed is noted within the IFU as possible adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a 6 cm pancreatic pseudocyst during an endoscopic ultrasound-guided drainage procedure performed on (B)(6) 2025. During procedure, the black catheter could not penetrate the stomach wall after stepping on the foot pedal to power on. However, blanching of the tissue was noted. The energy connector was gradually reassembled, the access was checked, the power was changed, the energy generator was checked, and no problem was found. Another axios device was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a 6 cm pancreatic pseudocyst during an endoscopic ultrasound-guided drainage procedure performed on (B)(6) 2025. During procedure, the black catheter could not penetrate the stomach wall after stepping on the foot pedal to power on. However, blanching of the tissue was noted. The energy connector was gradually reassembled, the access was checked, the power was changed, the energy generator was checked, and no problem was found. Another axios device was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.